Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation observed dashes (---) for para- meters and a high current drain of 71ua. Emergency vvi reset the device to vvi with accompanying high outputs. The device could not be reprogrammed. Return to standard and software download were also unsuccessful. Therefore the device was replaced.